Manufacturer narrative:
A hematoma issue was reported to abbott. The patient's hematoma was resolved during the patient's system explant procedure. No further follow up is necessary. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's explant procedure due to infection at the ipg site on (B)(6) 2019, a hematoma was found. The system was explanted and the hematoma resolved.